Event description:
This lead was implanted on (B)(6) 1997, and was capped on (B)(6) 2011, due to outputs programmed to 5.0v @ 1.0ms. The physician was dr. (B)(6), at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).